Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found lead degradation at 4.5 cm from the connector pin. UDI (di): (B)(4).

Event description:
This report is to advise of an event observed through analysis.

Manufacturer narrative:
Should have been reliability laboratory technician, rather than company representative.